Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device rotated 180 degrees. A pocket revision was performed to put the device back into place. The patient was stable with no adverse consequences.